Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event.the user reported infection at insertion site, with symptoms of pus. The sensor was inserted on (B)(6) 2024 and the symptoms first appeared on (B)(6) 2024. The patient went to the clinic where they confirmed the infection and prescribed with antibiotics(doxycycline). This incident does not require further investigation.

Event description:
On 21 december 2024, senseonics was made aware of an incident where user reported infection at insertion site,with symptoms of pus. The sensor was inserted on (B)(6) 2024and the symptoms first appeared on (B)(6) 2024. The patient went to the clinic where they confirmed the infection and prescribed with antibiotics(doxycycline).